Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7070589.

Event description:
It was reported that the patient was experiencing inadequate therapy due to one lead had migrated down a level. The physician replaced the linear leads with a paddle lead and the patient was reprogrammed and was doing well postoperatively. The leads were discarded and will not be returned.